Event description:
Discordant results were obtained on an advia centaur instrument for follicle stimulating hormone (fsh), luteinizing hormone (lh), vitamin b12 (vb12), and the folate assay. The discordant results were reported out to physician(s). The samples were rerun on the same instrument. Upon repeat testing, the corrected results were reported to physician(s). There are no known reports of adverse health consequences or patient intervention as a result of the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia centaur instrument. The fse performed a total service call. The fse discovered that the straw in the acid reservoir was broken, which was then replaced. The fse proactively replaced the straw and reservoir connection for wash 3 and the tubing connections from the reservoir to the degasser. The quality control (qc) for all assays was run by the customer, who informed the fse that the qc was in range for all assays. The instrument is performing within specifications. No further evaluation of this device is required.